Manufacturer narrative:
Neither the catalogue number nor the lot number was available thus neither DHR nor failure analysis (fal) could be completed. Death is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. There is no product specific information available and the device remains implanted thus no DHR/fal could be performed. All devices undergo a 100% inspection prior to release for marketing. Review of the very limited information does not suggests what factors may have contributed to the reported death of this study patient. UDI: lot number not available, device implanted and not available for return, UDI not available.

Event description:
In the literature article ¿primary stenting for acute ischemic stroke using the enterprise intracranial stent: 2-year results of a phase-I trial¿ by natarajan, s et al, published journal of vascular and interventional neurology, vol. 8, no. 3, pp. 62¿67. Published july, 2015, as a follow up to the dumont et al article ¿primary stenting for acute ischemic stroke using the enterprise vascular reconstruction device: early results¿, it was reported that patient case #2 died prior to the 2 year follow up screening. This trial was approved by the FDA and done to study the off label use of the enterprise vrd for thrombectomy in acute ischemic infarct. The 20 patients involved received combinations of IV thrombolysis, anti-platelet medications, and thrombectomy alone or with stent implantation. This patient was noted to have a mrs score of 4 at the 1 & 3 month follow up visits and mrs scores of 6 at the 6 month and 1 year follow up visits and it was reported that the patient was having palliative care. However, the exact diagnosis was not reported. The patient died at an unspecified time, after the 1 year follow up, of unreported causes. At the time of complaint entry there is no catalogue or lot number information available.